Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt240 breathing circuit failed the ventilator leak test. This was found during the setup check and prior to patient use.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint device for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint rt240 adult dual heated evaqua breathing circuit was not returned to fisher & paykel healthcare in (B)(4) for evaluation. We have requested further information regarding the incident however, the hospital did not provide any further information. Without the return of the complaint device or additional information we are unable to determine what may have caused the problem reported by the customer. All breathing circuits are visually inspected and pressure tested before release for distribution, and those that fail are rejected. Our user instructions which accompany the rt240 adult dual heated evaqua breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Verify that ventilator alarms are set to detect loss of pressure and over pressure. The hospital staff correctly checked the subject breathing circuit before patient use, which is in line with our rt240 user instructions.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt240 breathing circuit failed the ventilator leak test. This was found during the setup check and prior to patient use.